Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer also reported having shortness of breath, vomiting and an upper respitory infection. Customer's blood glucose levels at the time of hospitalization 440mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously. Troubleshooting occured. No additional information was provided.no additional information was provided.